Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Revert mdi high mdi dec provide more info it was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer declined to provided additional information regarding the issue. The customer reverted to manual dose injection for insulin therapy